Event description:
During a shift check, it was reported that the device would not power on. .there was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. A replacement device was provided to the customer. A conclusive cause of the reported issue could not be determined.